Event description:
Reporter indicated via a manufacturer's implant and warranty registration card that a vns pt underwent lead and revision surgery due to a lead fracture and generator end of service. All attempts to the reporter for additional info have been unsuccessful to date. The explanted lead and generator have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.